Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's device reached end of service (eos) in less than 1 year and was no longer providing therapy; the ins malfunctioned. It was also noted that the patient's wife changes the stimulation settings a lot and the patient had several falls prior to this occurrence that may have led or contributed to the issue. When the patient initially reported the issues, it was stated that the device reached elective replacement indicator (eri), but when the health care provider (hcp) interrogated the implantable neurostimulator (ins), it was discovered it was at eos. The device currently remains in the patient, but it was stated that the device will be replaced in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.